Event description:
Customer reported a secondary infusion was programmed and when nurse checked a short time later, the secondary bag was empty and the entire dose had leaked on the floor. Nurse examined the set up and noted a slice type hole in the silicone segment at the area of the upper blue fitment. There was no pt harm. The set was discarded and model number and lot number are unk.

Manufacturer narrative:
(B)(4). Customer indicated the set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.